Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor did not trigger an spo2 low alarm or inop (visual or audible). No patient harm was reported.